Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6), h6: FDA results code(s): c02, h6: FDA conclusion code(s): d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: the controller (B)(6) and two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the controller passed visual inspection. Functional testing revealed controller fault alarm was triggered during bench testing due to an issue with the internal battery. Supplemental testing revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log files revealed that the controller was in use for more than two (2) years. These are additional findings not related to the reported event and can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Failure analysis of the returned batteries revealed the batteries passed visual inspection. Functional testing of bat935264 revealed that the battery was unable to charge or provide power due to an enabled safety flag. This safety flag is enabled due a memory corruption within the main integrated circuit (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. Functional testing of (B)(6) revealed that the device was received in an inoperable state; the battery was unable to charge or provide power. Further testing revealed that test equipment was unable to read the battery status due to a communication problem with the main ic. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main ic. Supplemental testing revealed a fault in the main ic. Attempts to reset the main ics were able to reestablish the batteries' functionality. As a result, the reported event was confirmed. (B)(6) are in scope of fa1257, which was initiated for batteries with a welding defect in a spot weld of the nickel strip that connects the 5x and 3x cell pack. While (B)(6) are in scope of fa1257, internal visual inspection did not reveal any anomalies associated with the battery welding. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the controller passed visual inspection. Functional testing revealed controller fault alarm was triggered during bench testing due to an issue with the internal battery. Supplemental testing revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log files revealed that the controller was in use for more than two (2) years .these are additional findings not related to the reported event and can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Failure analysis of the returned batteries revealed the batteries passed visual inspection. Functional testing of bat935264 revealed that the battery was unable to charge or provide power due to an enabled safety flag. This safety flag is enabled due a memory corruption within the main integrated circuit (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. Functional testing of bat935277 revealed that the device was received in an inoperable state; the battery was unable to charge or provide power. Further testing revealed that test equipment was unable to read the battery status due to a communication problem with the main ic. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main ic. Supplemental testing revealed a fault in the main ic. Attempts to reset the main ics were able to reestablish the batteries' functionality. As a result, the reported events were confirmed. The most likely root cause of the reported event involving bat935264 can be attributed to a memory corruption of the battery, triggering a safety flag that rendered the unit inoperable. The most likely root cause of the reported event involving bat935277 can be attributed to a fault of the integrated circuit that controls the battery. CAPA pr00519785 is investigating these battery issues. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 10-aug-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 10-aug-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-may-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002, g04035 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701, c19 h6: FDA conclusion code(s): d02, d1105 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was returned to the manufacturer and subsequently tested out-of-specification on manufac turer's analysis.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 17-apr-2021. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not providing power and were not showing any power when connected to the controller despite being fully charged. The batteries were exchanged. No patient complications have been reported as a result of this event.